Event description:
While attempting to exchange the guidewire the physician noted that the tip was not moving. The device was removed from the patient with the microcatheter as one unit and the physician noted that the distal end had broken off. There was no reported clinical consequences.

Manufacturer narrative:
Additional information was requested from the user facility. From the responses received it was determined that the patients anatomy was of normal tortuosity, no difficulties were experienced during preparation or tracking of the guidewire and microcatheter up to the desired location.

Event description:
While attempting to exchange the guidewire the physician noted that the tip was not moving. The device was removed from the patient with the microcatheter as one unit and the physician noted that the distal end had broken off. There was no reported clinical consequences.

Manufacturer narrative:
A ship history review identified two lots supplied to the facility prior to the reported event. A device history record review for the two lots confirmed that both met all material, assembly and performance specifications. The guidewire was returned along with the microcatheter. The torque device was not returned. Upon investigation it was observed that the guidewire nitinol (niti) tubing was separated on its distal section at 9.8cm from its distal end. The core wire and niti tubing were separated. The guidewire was bent at 4.5cm from its distal end. From the condition of the guidewire niti and core wire appeared to have been over torqued and then separated. The guidewire was examined under magnification and a clear substance, which appeared to be excessive hydrophilic coating, was noted in several places on the guidewire niti distal 9.8cm section. Scanning electron microscopy-energy dispersive spectroscopy (sem-eds) was performed on the residue which was primarily composed of carbon and oxygen; however, there was not enough information to draw a definitive conclusion. The guidewire ptfe (polytetrafluoroethylene) coating was checked and found to be compressed and scraped at 39.5cm and 43.0cm from its proximal end. The torque device brass collett markings appeared as if the torque device had been tightened and dragged down the guidewire. Since the device dfu specifically cautions that insecure fastening of the torque device can lead to ptfe peeling, the cause is considered to be use related. Sem (scanning electron microscopy) analysis was performed on separation sites of the guidewire and revealed evidence of directional dimpling indicating that the break occurred as a result of rotational movement. Based on the sem analysis of the separation sites, it is believed that the device was over-torqued, resulting in the observed separation; however, no evidence that the catheter was used against the direction for use (dfu) was found. As a result, a root cause of undeterminable was assigned.